Event description:
It was reported that bd no port extension set cracked. The following information was provided by the initial reporter: "I have received multiple complaints from our children¿s hospital nicu and peds ICU departments about leaking and cracking tubing with regards to product".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a complaint of tubing being cracked and leaking was received from the customer. 54 samples were received for investigation. Through visual inspection, the customer complaint was confirmed. 2 sets had tubing that was sliced. 1 set had a cracked female luer. There were also 2 samples that occluded and fluid could not be passed through. No defects, damages or leakage were noticed on 49 samples. A device history record review for model 30914 lot number 21099091 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the cracked luer is excessive stress added during connection. Twisting the luer too far can create these cracks. The root cause for the cracks in the tubing are unknown. Visual examination of the tubing look as if the tubing was cut and that the cutting could not have occurred during the manufacturing of the sets. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21099091 regarding item 30914.

Event description:
It was reported that bd no port extension set cracked. The following information was provided by the initial reporter: " I have received multiple complaints from our children¿s hospital nicu and peds ICU departments about leaking and cracking tubing with regards to product".